Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient awoke from the ion procedure with focal neurological deficits (l-sided weakness); therefore, a stroke code was enacted. Per the physician, during the ion procedure, high positive end-expiratory pressure (peep) with normal tidal volume was used. Post-procedure, all scans (CT scans, MRI) were completely normal, but an electroencephalogram (eeg) showed some slowing on the outer hemisphere. The physician was unsure of what happened but labeled the event as a possible seizure. The etiology could not be determined because all scans were normal within hours of the event and on repeat scans. Post-procedure, the patient was transferred to neurology service for a neurological structural work-up. No air was seen; therefore, neurology did not think the patient suffered an air embolism and that the event may have been a side effect of general anesthesia. The physician reported that this was not the patient¿s first general anesthesia procedure the patient was hospitalized for 3-4 days and some neurological improvement was seen prior to leaving the hospital. At the time of this report, the patient was doing some physical therapy and was scheduled to follow-up with the physician in a couple of weeks (2.5 weeks). There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. A review of the event was conducted by an intuitive surgical, inc. (Isi) medical safety officer (mso). Per the mso: "a patient underwent an ion lung biopsy which was completed without issue. In recovery, left sided weakness was noted while recovering from anesthesia. CT scans and MRI were normal and an eeg demonstrated nonspecific slowing. Repeat CT and MRI scans remained negative. Neurology consultation was obtained who felt the patient may have had a seizure. Side effect of general anesthesia was also determined to be a possibility. The patient improved and was discharged with continued physical therapy. There was no allegation of malfunction of the ion system, instruments or accessories. Based on the available data the events were procedure related and not device related. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate, including those that involve the neurologic system. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 5 (0.02%) transient ischemic attacks and no strokes. Another multicenter study reported 13 (2.2%) complications with no strokes and no deaths associated with 581 cases. A recent prospective multicenter international study of 1,215 bronchoscopies reported 1 associated death (0.08%) and no strokes. Another prospective series of 415 ion procedures reported 1 cva (0.2%). The risk of stroke associated with general anesthesia has been reported to vary from 0.1-1.9% in non-cardiac, non-neurologic, and non-major surgery and as high as 10% in the setting of brain or high-risk cardiovascular surgery. No seizures were reported in the cited bronchoscopy studies. The incidence of anesthesia associated seizures in patients with or without epilepsy has been reported to be 3.1/10,000. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. Bateman bt, schumacher hc, wang s, shaefi s, berman mf. Perioperative acute ischemic stroke in noncardiac and nonvascular surgery: incidence, risk factors, and outcomes. Anesthesiology. 2009. Selim m. Perioperative stroke. New england journal of medicine. 2007. Benish sm, cascino gd, warner me, worrell ga, wass CT. Effect of general anesthesia in patients with epilepsy: a population-based study. Epilepsy behav. 2010. Niesen ad, jacob ak, aho le, botten ej, nase ke, nelson jm, kopp sl. Perioperative seizures in patients with a history of a seizure disorder. Anesth analg. 2010. Akavipat p, rungreungvanich m, lekprasert v, srisawasdi s. The thai anesthesia incidents study (thai study) of perioperative convulsion. J med assoc thai. 2005. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.